Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure to treat left main (lm) to left circumflex (lcx) lesion, a whisper es wire crossed and was exchanged to viperwire advance flextip coronary guidewire with the help of microcatheter. A diamondback 360 coronary orbital atherectomy device (oad) was used and three antegrade treatments were performed at 80,000 rpm speed followed by two treatments at 120,000 rpm. The first treatment was performed proximal to distal followed by distal to proximal. A workhorse wire was used to treat lm to left anterior descending (lad) artery that crossed and was exchanged to viperwire advance flextip coronary guidewire with the help of microcatheter. Three antegrade treatments were performed in mid lad and during fourth retrograde treatment, the driveshaft separated from the crown. A guide extension was used to retrieve the driveshaft. A gap at proximal radiopaque of part of the viperwire guidewire was noticed after removal. A new oad and guidewire were used to prepare the vessel and the complete the procedure. The patient was stable.

Event description:
It was reported that during procedure to treat left main (lm) to left circumflex (lcx) lesion, a whisper es wire crossed and was exchanged to viperwire advance flextip coronary guidewire with the help of microcatheter. A diamondback 360 coronary orbital atherectomy device (oad) was used and three antegrade treatments were performed at 80,000 rpm speed followed by two treatments at 120,000 rpm. A workhorse wire was used to treat lm to left anterior descending (lad) artery that crossed and was exchanged to viperwire advance flextip coronary guidewire with the help of microcatheter. Three antegrade treatments were performed in mid lad and during fourth retrograde treatment, the driveshaft separated from the crown. A guide extension was used to retrieve the driveshaft. A gap at proximal radiopaque of part of the viperwire guidewire was noticed after removal. A new oad and guidewire were used to prepare the vessel and the complete the procedure. Additional information was received and the first treatment was performed proximal to distal followed by distal to proximal. The patient was stable.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation - driveshaft appears to be related to operational context. In this case, it is possible that the material separation - driveshaft is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h11. Correction: e1.